Event description:
It was reported that this right atrial (ra) lead exhibited reproducible noisy signals, no bipolar capture, bipolar impedance output of more than 3000 ohms and unipolar impedance output of less than 200 ohms. The x ray imaging revealed insulation fracture due to subclavian crush location. This ra lead was surgically abandoned and replaced with the same model. No additional adverse patient effects were reported.